Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Follow up revealed that a subclavian puncture had been the introduction technique for accessing the veins for lead introduction. No autopsy was performed; however, there is no allegation from the physician against the device or leads as regards the patient's death.

Event description:
It was reported patient was discharged from hospital 3 days after device implant with no signs of pericardial effusion, pleural effusion, or bleeding in device pocket. Patient started on anticoagulation therapy (B) (6) 2010, due to reduced lv function, previous stroke, (B) (6), and paroxysmal atrial fibrillation. Patient admitted to intensive care unit (B) (6) 2010 due to dyspnea. Chest xray showed left lung "completely shadowed with fluid." Echocardiogram showed "small, hemodynamically not relevant pericardial effusion." Bleeding in device pocket reported - CT of thorax showed hemothorax on left. "Thoracal drain" inserted and removed 750ml hemorrhagic fluid. Patient improved temporarily, but again worsened requiring 2nd drainage. Patient did not improve with this and emergency thoracotomy performed. Even with catecholamine support, patient worsened, required 2nd thoracotomy, but died intraoperatively. Cause of death requested, not received.

Event description:
It was reported patient was discharged from hospital 3 days after device implant with no signs of pericardial effusion, pleural effusion, or bleeding in device pocket. Patient started on anticoagulation therapy (B) (6) 2010 due to reduced lv function, previous stroke, (B) (6), and paroxysmal atrial fibrillation. Patient admitted to intensive care unit (B) (6) 2010 due to dyspnea. Chest xray showed left lung "completely shadowed with fluid." Echocardiogram showed "small, hemodynamically not relevant pericardial effusion." Bleeding in the device pocket also reported - CT of thorax showed hemothorax on left. "Thoracal drain" inserted and removed 750ml hemorrhagic fluid. Patient improved temporarily, but again worsened requiring 2nd drainage. Patient did not improve with this and emergency thoracotomy performed. Even with catecholamine support, patient worsened, required 2nd thoracotomy, but died intraoperatively. Cause of death requested and not received.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.